Manufacturer narrative:
A product investigation was performed. The returned screwdriver was confirmed to be broken at the distal tip. The fragment was missing from the hexagonal tip and was not returned with the complaint. No additional issues were noted with the device. Replication of the complaint condition and a functional test is not applicable, as the tip is already broken. The complaint is confirmed. No additional malfunctions were observed during investigation. Visual inspection, device history record (DHR) review and drawing review were performed under this investigation. A material check or hardness check were not performed at cq as there is no indication that the material or hardness would have contributed to this complaint for this 20+ year old reusable instrument breaking. Relevant drawings were reviewed during investigation. The design history was not found to impact the complaint condition. Due to the feature deformation (breakage), accurate measurements of the tip feature were unable to be obtained. No definitive root cause was able to be determined. It is likely that over 20 years of consistent use and possibly exposure to excessive torque during surgery has led to the complaint condition. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date unknown. Reportedly there was no patient involvement. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review was performed for the subject device lot number a4ef952. Manufacturing location: (B)(4). Date of manufacture: 31-oct-1995. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a broken screwdriver was discovered in sterile processing. There is no patient or procedure involved. This is report 1 of 1 for (B)(4).